Manufacturer narrative:
Patient information was unavailable. H3) no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine. It was reported that the imaging system and the navigation system were connected and everything appeared to be connected properly but when the 3d spin was done there was no nav tag with the 3d spin which meant they could not transfer. There was less than an hour delay in the procedure. No impact on patient outcome.